Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when far field r wave oversensing was observed. The device was reprogrammed.